Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in the kidney during a cystoscopy nephroscopic laser lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the basket broke and was fully detached. The basket was not found inside the kidney upon visual examination, furthermore, the detached basket could not be located by x-ray. The detached basket was thought to be stuck in the flexible ureteroscope. The flexible ureteroscope was sent for examination to confirm if the detached basket was stuck in the scope, however, the results are still pending. Reportedly, the laser did not come in contact with the basket during the procedure, and no damage was noted on the device prior to use. The procedure was completed with another zero tip nitinol retrieval basket . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.